Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer alleged that insulin on board does not always show up after delivering a bolus leading to customer delivering too much insulin. Tandem technical support educated the customer on negative insulin on board. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.